Event description:
It was reported that prior to use part of the connector was discovered to be broken with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: when the nurse opened the package, she found that a part of the plastic shell of prn at the connection between the heparin cap and the connector was missing.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9170827. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on our review of the provided photograph and a review of maintenance records, which indicate we have been able to determine that the most likely root cause for this event is a timing error in the rejection system that monitors finish luer-loks for damage. Due to the timing error the affected unit was likely distributed into the wrong bin. To address this issue our facility has installed a component to the automated inspection station that will eliminate the affect units.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use part of the connector was discovered to be broken with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: when the nurse opened the package, she found that a part of the plastic shell of prn at the connection between the heparin cap and the connector was missing.